Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025. Product type: lead. Section d: information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 21-feb-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received regarding a lead. It was reported the patient (pt) went to the healthcare provider's (hcp) office about a week ago, with a midline incision that had opened. One of the pt's two implanted leads was exposed, which caused the hcp to schedule the lead revision. There was no infection. The affected lead was removed, and replaced, and the midline incision was fully closed by the hcp. No issue with actual product was suspected. The lead was functioning well. The device was discarded. The issue was resolved.